Event description:
Further information was received that the remaining implanted lead was removed from the patient. The two electrodes and the anchor were reportedly left around the vagus nerve, but the rest of the lead was removed. This explanted lead was reportedly discarded. No additional relevant information has been received to date.

Event description:
Report was received that a patient's lead was seen extruding from his chest. A system diagnostic test was performed at this time and resulted within normal limits. Surgery was taken to correct the extrusion. While the patient was in the or, it was visually found that the outside of the lead was stripped and inner metal exposed. This led to the explant of the generator and part of the lead. The surgeon denied performing any actions that caused the abraded insulation while performing the surgery for extrusion. The surgeon also indicated he did not know the cause of the extrusion. Antibiotics were reportedly prescribed by the patient's neurologist as a precautionary measure to prevent infection. No active infection was reported. A review of the lead device history record showed it had been properly sterilized prior to release for distribution. No other relevant information has been provided.

Event description:
Further information was received that the explanted lead and generator were received by the manufacturer. Product analysis has not been completed and approved to date. No further relevant information has been obtained to date.

Event description:
Product analysis was completed on the lead. The lead was returned in one piece connected to the generator. A continuity check showed there was proper contact between the set screw and lead pin. Multiple cut openings were found on the outer silicone tubing. Parts of the inner silicone tubing of the lead coils also showed some cut openings in the lead coils. These may have been caused by the cut openings from the outer tubing likely from explant. Kinks in the lead coils were found along parts of the lead assembly. There were also abraded openings found along parts of the outer tubing. Remnants of bodily fluid was found in the inner and outer tubing. The bodily fluids in the inner tubing likely entered through the cuts made during explant. There were no discontinuities found with the returned lead portion. An evaluation could not be completed on the part of the lead not returned. No other anomalies except for the normal wear from explant were found with the lead portion. Product analysis was also completed on the generator. It was found that the generator performed according to all functional specifications. No abnormalities were seen on the generator besides typical wear seen in the implant and explant procedure. A review of the data dump from the generator did not indicate there was a possible break. No further relevant information has been received to date.

Event description:
Further information was received that the wound from the extrusion had not completely healed. It was reported that about a month after the explant of the lead and generator, the patient returned for debridement of the wound. It was said that there was "serious drainage" seen. When the patient was later seen, it was said that there was a wound on the chest with exposed wire. This wire was likely the remaining lead that was left implanted after some of it had been previously explanted. Further information was received from the neurologist that she believed the entire wound had not healed. She reportedly wanted the remaining lead removed as it had caused redness on the patient's neck likely from rubbing underneath the skin. It had also possibly begun to extrude from the patient's previous wound. Redness was noted at the generator site. No other further relevant information has been obtained to date.